Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany a 27 mm edwards perimount valve of unknown model implanted in mitral position was planned for a valve-in-valve procedure after an implant duration of approximately four (4) years and four (4) months due to degeneration and thickened leaflets leading to severe stenosis (mean gradient 19 mmhg, area 0,5cm2, lvef 45%). As reported the patient presented with nyha iii and unfortunately died before valve-in-valve procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Event description:
Edwards received notification from germany that a 7300tfx27 valve implanted in the mitral position was scheduled for a valve-in-valve procedure after approximately eight (8) years and seven (7) months due to valve degeneration and thickened leaflets leading to severe stenosis (mean gradient 19 mmhg, valve area 0.5 cm2, left ventricular ejection fraction (lvef) 45%). The patient had moderate to severe right ventricular (rv) dysfunction, with tricuspid annular plane systolic excursion (tapse) 12 mm, right ventricular end-diastolic diameter (rvedd) 44 mm, combined pulmonary hypertension (ph), mean pulmonary artery pressure (pamean) 42 mmhg, systolic pulmonary artery pressure (pasyst) 63 mmhg, mean pulmonary capillary wedge pressure (pcwpmean) 28 mmhg, pulmonary vascular resistance (pvr) 489 dynes sec cm, mean right atrial pressure (ramean) 13 mmhg, and right ventricular end diastolic pressure (rvedp) 15 mmhg. The patient presented with nyha iii. Before the valve-in-valve procedure, the patient died. As reported, the cause of death was sepsis and cardiogenic shock (cardiac index (ci) 1.4 l min m2). The combination of sepsis and cardiogenic shock, together with the existing severe mitral stenosis, prevented improvement of the cardiac index.

Event description:
Edwards received notification from germany that a 7300tfx27 valve implanted in the mitral position was scheduled for a valve-in-valve procedure after approximately (B)(6) due to valve degeneration and thickened leaflets leading to severe stenosis (mean gradient 19 mmhg, valve area 0.5 cm2, left ventricular ejection fraction (lvef) 45%). The function of the right ventricle was moderate to severe reduced, tapse 12mm, rvedd 44mm, combined pulmonary hypertension, pamean 42 mmhg, pasyst 63 mmhg, pcwpmean 28 mmhg, pvr 489 dynes sec/cm, ramean13 mmhg, rvedp 15 mmhg. As reported the patient presented with nyha iii and unfortunately died before valve-in-valve procedure. The cause of the death was sepsis and cardiogenic shock (ci 1,4 l/min/m2), it was a combined situation from sepsis an cardiogenic shock because of the mitral stenosis, which made an increase of the cardiac index impossible.

Manufacturer narrative:
The supplemental is being filed due to new information received. The investigation results were already submitted in the previous MDR.